Manufacturer narrative:
An initial analysis of the returned device was performed by boston scientific. During a visual examination, it was found that the handle was locked and the clip assembly was still attached to the delivery system. The ball was still attached to the undamaged control wire. The core a/b sub assembly was damaged and the mini sheath appeared kinked and accordioned as a result of the scope elevator. Upon investigation at medventure, it was noticed that the capsule tabs were open and the capsule was detached from the bushing. The clip assembly was disassembled and the control wire had been cut inside the handle. The spool cover was detached from the spool. A review of the device history record (DHR) was performed; no anomalies were noted. The directions for use (dfu) states, "the resolution ii clip is indicated for clip placement within the gastro-intestinal (gi) tract for the purpose of: hemostasis for: mucosal/submucosal defects < 3cm, bleeding ulcers, arteries < 2mm, polyps < 1.5cm in diameter, diverticula in the colon, endoscopic marking, anchoring to affix jejunal feeding tubes to the wall of the small bowel and as a supplementary method for closure of gi tract luminal perforations < 20 mm that can be treated conservatively." The complaint states that the resolution ii clip was used to anchor a stent within the patient's duodenum, which is contrary to the directions in the dfu. Additionally, the observed damage to the devices likely the result of the device being advanced over the raised duodenoscope elevator. As a result this investigation has been assigned the most probable root cause of user/use error.

Manufacturer narrative:
Patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains the first of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2011-01144 and 3005099803-2011-01135 for the associated device reports. It was reported to boston scientific corporation that a wallflex biliary rx covered stent (manufacturer report # 3005099803-2011-01135) and two resolution ii clips (the subject of this report and manufacturer report # 3005099803-2011-01144) were being used during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement to treat a 4cm distal stricture in the common bile duct on (B)(6) 2011. According to the complainant, the patient had pancreatic cancer. During the procedure, a wallflex biliary rx covered stent (manufacturer report # 3005099803-2011-01135) was placed within the patient's common bile duct. The patient's anatomy was previously dilated prior to stent placement; however, it was very tortuous. As a result of the tortuous anatomy, the stent was protruding too far into the patient's duodenum. A resolution ii clip (the subject of this report) was used to anchor the stent within the duodenum. As the device was advanced through the scope, it was reported that the clip "broke off" but remained attached to the control wire. The physician was able to remove the device from the scope. A second resolution ii clip was advanced down the scope and positioned within the patient. The clip opened and closed and grasped the stent; however the clip deployed on its own. When the clip deployed, it fell into the patient in the open position. The clip was retrieved from the patient's duodenum using a snare. The wallflex biliary rx covered stent (manufacturer report # 3005099803-2011-01135) was removed from the patient and a plastic stent was successfully placed. The procedure was completed without complications and the patient was reported to be fine post procedure.

Event description:
Note: this report pertains the first of three complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2011-01144 and 3005099803-2011-01135 for the associated device reports. It was reported to boston scientific corporation that a wallflex biliary rx covered stent (manufacturer report # 3005099803-2011-01135) and two resolution ii clips (the subject of this report and manufacturer report # 3005099803-2011-01144) were being used during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement to treat a 4cm distal stricture in the common bile duct on (B)(6) 2011. According to the complainant, the patient had pancreatic cancer. During the procedure, a wallflex biliary rx covered stent (manufacturer report # 3005099803-2011-01135) was placed within the patient's common bile duct. The patient's anatomy was previously dilated prior to stent placement; however, it was very tortuous. As a result of the tortuous anatomy, the stent was protruding too far into the patient's duodenum. A resolution ii clip (the subject of this report) was used to anchor the stent within the duodenum. As the device was advanced through the scope, it was reported that the clip ''broke off'' but remained attached to the control wire. The physician was able to remove the device from the scope. A second resolution ii clip (manufacturer report # 3005099803-2011-01144) was advanced down the scope and positioned within the patient. The clip opened and closed and grasped the stent; however the clip deployed on its own. When the clip deployed, it fell into the patient in the open position. The clip was retrieved from the patient's duodenum using a snare. The wallflex biliary rx covered stent (manufacturer report # 3005099803-2011-01135) was removed from the patient and a plastic stent was successfully placed. The procedure was completed without complications and the patient was reported to be fine post procedure.